Event description:
Medtronic received a report that there was poor onyx visualization and the patient experienced vasospasm during the procedure. The patient was undergoing onyx embolization of the left middle meningeal artery (mma) to treat a chronic subdural hematoma. It was reported that access to the vessel was obtained in the usual manner with no issues or delays. The mma was cannulated and significant vasospasm occurred which was treated with verapamil intra-arterial infusion as needed. Onyx 18 was the embolic agent used and was pre-shaken for approx. 90 mins before use. Catheter access into the anterior division of the mma was obtained with an apollo m icro-catheter. 0.23ml of dmso was administered to fill the deal space of the catheter approximately 0.7ml of onyx infused to embolize the anterior branch, with good visibility of the onyx. The remaining onyx in the second syringe was replaced back into the onyx vial and placed back onto the shaker while the posterior division was cannulated. This was attempted with firstly a marathon catheter and finally an echelon catheter. Multiple verapamil infusions were again used to combat vasospasm and ¿at least 60 mins¿ elapsed before the catheter position was adjudged to be satisfactory for onyx to be delivered. Once again dmso was delivered (0.23ml dead-space). The onyx vial was taken off the shaker and hand-shaken for 2-3 mins until ready for drawing up. A further 0.6ml of onyx was drawn up until ready for infusion. About 1 minute elapsed before attaching the syringe for infusion. Upon imaging (both plain fluoroscopy and road-map technique) the onyx was infused with little / very poor visibility of the onyx. It was theorized at the time that mis-registration of the road-map, or further vasospasm may have contributed to this poor visibility. No further onyx was administered, and check procedure imaging showed no filling of the left mma. A good cast of onyx was seen in the anterior division, but no cast was seen in the posterior division, despite no filling of the vessel. The procedure was completed, the patient recovered and was discharged next day with no events or clinical sequelae. No clearly defined reason for the non-visibility could be determined. It was agreed that the onyx had been appropriately shaken and when removed from the shaker, about 3minutes elapsed before infusion. For 2 minutes of this, the vial was hand-shaken before being drawn up by the nurse. The onyx in the vial looked ¿black¿ which is understood to be the color of the tantalum powder within the mix. There was no reduction in blackness of the onyx in the syringes used in the first and second injections.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no cause determined for the poor onyx visualization. It was theorized that it ¿may have¿ been due to vasospasm in the vessel, given that so much vasospasm had been occurring throughout the case. It ¿may have¿ been technical issues with the angiography unit. The vasospasm that occurred had been occurring all through the case, thought due to catheter <(>&<)> guide-wire manipulation within a small tortuous vessel. The vasospasm was occurring before onyx or dmso delivery. There ¿may¿ have been further vasospasm during dmso delivery <(>&<)> onyx delivery into the second vessel branch. Injections rates and delivery of the dmso and onyx was within the IFU parameters for both vessel branches that it was injected into.